Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the site. The report of pipeline flex failure to open distally could not be confirmed, and the event causes could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally. The patient was being treated for two small aneurysms off of the left internal carotid artery (ica) between the posterior communicating (pcom) and ophthalmic arteries. The aneurysms were unruptured and saccular. Patient's anatomy was of normal tortuosity except for a 180 degree turn in the cervical ica. Heparinized saline was used to flush the microcatheter during the procedure. The pipeline flex was navigated without friction. At deployment, the device would not open distally - the device appeared trumpeted. The physician tried to resheath and redeploy the device twice, but the issue was not resolved. The device was not unsheathed past the resheathing marker. The pipeline flex was removed and discarded at the site. A different pipeline flex was implanted with a post-procedure angiographic result of slow flow. There was no report of patient injury as a result of this event.